Manufacturer narrative:
The insulin pump had operating currents within specification and no unexpected battery alarm was noted. The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump's keypad was unresponsive. The customer reported changing the battery and receiving a battery out limit. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 250 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.